Event description:
Customer reportedly, received the following results on the advantage system within 10 minutes: hi, 155 mg/dl, and 164 mg/dl; hi, 150 mg/dl, and 161 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however, test strips have been discarded; replacement was sent.